Event description:
Reporter noted pt had surgery in 2004; complained about pain three days post-op. Diagnosed the following month; treatment was started immediately in another hosp. No info concerning "va", but a vitrectomy is probable. Results of bacterial cultures are not yet known. Additional info received noted pt's pain has disappeared.